Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks and one inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) was consulted and mentioned noise in one of the episodes. Additionally in another episode competitive pacing was noted and the physician suggested programming rate response. Ts discussed possible options for optimizing programming. This ICD remains in service. No additional adverse patient effects were reported.